Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, ¿add gel/replace belt¿ messages) was confirmed due to the electrode belt ECG "c&d" cable being severed, damaging wires in the cable. The root cause for the severed cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing "add gel/replace belt" messages.